Manufacturer narrative:
(B)(4). It was confirmed that the patient died on (B)(6) 2014. Lot number, expiration date, and other number are not applicable for a hardware device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The sample analysis was not performed because the complaint was entered into pmda after the device was received and routed for servicing. A service history review revealed no previous service events that were related to the reported condition. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) therapy patient who passed away on an unreported date. The cause of death was not reported. It was unknown if an autopsy was performed. It was unknown if therapy was ongoing at the time of death. No additional information is available at this time.